Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge representative made several attempts to contact the customer with no response. The service case was closed.